Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.the additional four proglide devices referenced in b5 are filed under separate medwatch report numbers.attachment: user medwatch report #mw5117615.

Event description:
Five user facility medwatch reports received that state: "procedure: endovascular repair of abdominal aneurysm. Device failed during surgery (multiple proglides opened due to failures) sutures not catching or pulling complete out. 3 out of the 7 opened for this case worked. Tech even opened another box to give them a different lot number, physician has used these for years. Likely not operator error, we have seen a lot of failures with these over the years. Eventually closed with an 8f angio seal. Thankfully, this alternate device worked, and they did not have to cut down to close the artery. Reference report: (B)(4). Additional information: it was reported that bilateral suture placement in the left and right common femoral arteries (lcfa and rcfa) was attempted with five proglide devices using the pre-close technique via a 16f sheath in the lcfa and a 12f sheath in the rcfa prior to an endovascular aneurysm repair interventional procedure. Reportedly, the suture did not catch [cuff miss] for the first four devices in the lcfa. The fifth proglide device functioned as intended, but did not achieve hemostasis. The evar procedure was completed using the 16f and 12f sheaths. Hemostasis was achieved with an additional non-abbott device. Additionally, three proglide devices were successfully pre-placed in the rcfa without issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.